Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac artery. A 9.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, during the third inflation for 60 seconds, the balloon ruptured. The device was removed. There were no patient complications reported and the patient was in good condition.